Manufacturer narrative:
Cracked reservoir tube lip; broken battery tube threads, and cracked reservoir tube noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that customer experienced physical damage to insulin pump. It is reported that there is a crack at battery compartment. Customer was advised that insulin pump would need to be replaced. No further information provided.